Event description:
It was reported that during a roux-en-y procedure, the stapler was difficult to fire and made a clicking sounds during each firing a ttempts, but the surgeon was eventually able to complete the stapling and inspected the staple line. Afterwards, the handle became unusable and could not be fired again. The second reload was loaded into a different new handle and was utilized with no issues. Additionally, sutures were used to reinforced the staple line. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.